Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the electrode array. The patient was reimplanted with a new device during the same surgery.